Event description:
It was reported that the pt was implanted in 1991. No one followed up with the device after implant to check the stimulator, and ask how it was working/not working for the pt. The pt did not feel sufficient time was provided for her to adjust to the current running through her body after implant. The pt experienced a "deteriorating condition" since the malfunction of her stimulation. During implant the electrodes were put in the wrong place, adversely affecting the pt's legs with "extreme voltage" that made the pt lose the use of her legs for 2 1/2 yrs due to extreme "jiggling", which caused the pt to fall when walking. Three yrs after implant, a new surgeon fixed wires. In 1998, it was reported that while the pt was working, the machine malfunction and electrocuted the pt, paralyzing her completely until someone unplugged the outside device. The implanting surgeon would not fix the electrodes, putting them back in the same place as the original implant. A new surgeon was found to fix the wires. In 2001, the wires were moved to the previous 1991 x-ray location.